Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of death.

Event description:
Dexcom was made aware on 09/16/2016, that on (B)(6) 2016, the patient passed away. Patient's wife was contacted dexcom to cancel reorder of supplies and notified the representative that the patient passed away. Patient's wife stated that she had heard the receiver alert and went downstairs, where she discovered the patient was not breathing and performed CPR. Patient did not have any life signs and patient's wife called the paramedics. The paramedics attempted to resuscitate the patient to no avail. The patient was not transported to the hospital and an autopsy was not performed. The death was declared of natural causes. There was no alleged device malfunction. Additional event or patient information is not available. No product or data was returned for investigation. A certificate of death was not provided. The reported event could not be confirmed. A root cause could not be determined.